Manufacturer narrative:
Literature citation: khattak, s., shamkhani, w., maqableh, g. M., al-shatanawi, a., & khan, s. Q. (2025a). Tissue plasminogen activator to resolve elevated purge system pressure in a catheter-based ventricular assist device. Jacc: case reports, 30(18), 103890. Https://doi.org/10.1016/j.jaccas.2025.103890. H11 literature citation was inadvertently omitted on the initial manufacturer device report.

Manufacturer narrative:
Investigation summary: no product or logs returned. High purge pressure/defective purge cassette. Due to lack of clinical details regarding the case and no product or logs, the root cause of the high purge pressure and defective purge cassette cannot be established. Device history lot device lot: unknown. Device history batch subcomponent: n/a. Device history review: a phr cannot be performed as there were no logs or product returned.

Event description:
It was reported that a patient implanted with an impella cp encountered bleeding, high purge pressure, and ventricular tachycardia (vt). Homeostasis was achieved by using a femstop and withholding heparin. In response to the high purge pressure, the purge cassette was replaced and tissue plasminogen activator was added to purge. The vt self resolved. The patient survived.

Manufacturer narrative:
Patient data was not provided. Section a was left blank. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.